Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the medication was not listed in the station. It was reported that the nurse cannot find the drug listed on the station. The malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not listed in the station. A technical support specialist (tss) logged into the server and confirmed the med was loaded into the station. The tss checked inventory report and inventory showed med was loaded. The user reported that the med was still greyed out when tried to remove the med. The tss logged into the server and found the user (rtv07f )does not have permission and the user have pharmacy-general role assigned. The tss made multiple attempts to reach the customer for further assistance but received no response from the customer and proceeded with case closure. The tss attached the knowledge article of " unable to replace drawer (or cubie) due to loaded medications in the drawer" for customer reference.